Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ectopic essure device/essure device had been identified posterior to the right ovary') in an adult female patient who had essure (batch no. Cs000dz,b97490.) Inserted for female sterilisation. The patient's medical history included lower abdominal pain, endometriosis, pap smear abnormal, eye operation, hip surgery (2007, 2008, 2009, 2013), cardiac ablation (2011), orthopedic procedure, hip arthroplasty and bleeding intermenstrual. Essure confirmation test - (B)(6) 2014, I can't recall the exact date. Other (please describe) - CT scan. Concurrent conditions included dysmenorrhea, polycystic ovarian syndrome, pelvic pain, nausea, vomiting, diarrhea, skin rash, hives, urinary tract infection, anxiety disorder, bleeding genital, cramp in lower abdomen, itching and pregnancy test urine negative. Concomitant products included ceftriaxone sodium (rocephin), codeine phosphate;paracetamol (tylenol with codeine no.3), ketorolac tromethamine (toradol), midazolam hydrochloride (versed) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2014 removal details: (B)(6) 2014, she states that she can't recall the exact date. Essure confirmation test: (B)(6) 2014, she states that she can't recall the exact date. From the mr the "the essure insertion procedure was then repeated for the l tube" considering the following statement as error as per the document, the re-insertion was done for right tube; not left tube. Lot number ( csooodz ) is not valid the most likely lot number is ( cs000dz) which is valid. Lot number ( csooodz ) is invalid. Lot number:b97490 manufacture date: 2013-11 expiration date: 2016-11 lot number:cs000dz manufacture date: 2014-03 expiration date: 2016-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ectopic essure device/essure device had been identified posterior to the right ovary') in an adult female patient who had essure (batch no. Cs000dz,b97490.) Inserted for female sterilisation. The patient's medical history included lower abdominal pain, endometriosis, pap smear abnormal, eye operation, hip surgery (2007, 2008, 2009, 2013), cardiac ablation (2011), orthopedic procedure, hip arthroplasty and bleeding intermenstrual. Essure confirmation test - nov2014, I can't recall the exact date. Other (please describe) - CT scan. Concurrent conditions included dysmenorrhea, polycystic ovarian syndrome, pelvic pain, nausea, vomiting, diarrhea, skin rash, hives, urinary tract infection, anxiety disorder, bleeding genital, cramp in lower abdomen, itching and pregnancy test urine negative. Concomitant products included ceftriaxone sodium (rocephin), codeine phosphate;paracetamol (tylenol with codeine no.3), ketorolac tromethamine (toradol), midazolam hydrochloride (versed) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2014 removal details: (B)(6) 2014, she states that she can't recall the exact date. Essure confirmation test: (B)(6) 2014, she states that she can't recall the exact date. From the mr the "the essure insertion procedure was then repeated for the l tube" considering the following statement as error as per the document, the re-insertion was done for right tube; not left tube. Lot number ( csooodz ) is not valid. The most likely lot number is ( cs000dz) which is valid. Lot number ( csooodz ) is invalid. Lot number:b97490 manufacture date: 2013-11 expiration date: 2016-11 lot number:cs000dz manufacture date: 2014-03 expiration date: 2016-08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc (product technical complaint) incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ectopic essure device/essure device had been identified posterior to the right ovary') in an adult female patient who had essure (batch no. Cs000dz-right;b97490-left) inserted for female sterilisation. The patient's medical history included lower abdominal pain, endometriosis, pap smear abnormal, eye operation, hip surgery (2007, 2008, 2009, 2013), cardiac ablation (2011), orthopedic procedure, hip arthroplasty and bleeding intermenstrual. Essure confirmation test - nov2014, I can't recall the exact date. Other (please describe) - CT scan. Concurrent conditions included dysmenorrhea, polycystic ovarian syndrome, pelvic pain, nausea, vomiting, diarrhea, skin rash, hives, urinary tract infection, anxiety disorder, bleeding genital, cramp in lower abdomen, itching and pregnancy test urine negative. Concomitant products included ceftriaxone sodium (rocephin), codeine phosphate;paracetamol (tylenol with codeine no.3), ketorolac tromethamine (toradol), midazolam hydrochloride (versed) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2014 removal details: (B)(6) 2014, she states that she can't recall the exact date. Essure confirmation test: (B)(6) 2014, she states that she can't recall the exact date. From the mr the "the essure insertion procedure was then repeated for the l tube" considering the following statement as error as per the document, the re-insertion was done for right tube; not left tube. Lot number ( csooodz ) is not valid the most likely lot number is ( cs000dz) which is valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ectopic essure device/essure device had been identified posterior to the right ovary') in a female patient who had essure (batch no. Cs000dz right;b97490 left) inserted for female sterilisation. The patient's medical history included lower abdominal pain, endometriosis, pap smear abnormal, eye operation, hip surgery (2007, 2008, 2009, 2013), cardiac ablation (2011), orthopedic procedure, hip arthroplasty and bleeding intermenstrual. Essure confirmation test - (B)(6) 2014, I can't recall the exact date. Other (please describe) - CT scan. Concurrent conditions included dysmenorrhea, polycystic ovarian syndrome, pelvic pain, nausea, vomiting, diarrhea, skin rash, hives, urinary tract infection, anxiety disorder, bleeding genital, cramp in lower abdomen, itching and pregnancy test urine negative. Concomitant products included ceftriaxone sodium (rocephin), codeine phosphate;paracetamol (tylenol with codeine no.3), ketorolac tromethamine (toradol), midazolam hydrochloride (versed) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2014 removal details: (B)(6) 2014, she states that she can't recall the exact date. Essure confirmation test: (B)(6) 2014, she states that she can't recall the exact date. From the mr the "the essure insertion procedure was then repeated for the l tube" considering the following statement as error as per the document, the re-insertion was done for right tube; not left tube. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs and medical record received: lot no. Was added. Event injury was replaced by device dislocation. Reporter's information, patient demography, medical history, concomitant condition, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.